Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to an excessive force applied on the a / w connector and ift. In addition , we confirmed that a fluid damage in the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. A/w connector loosened ad lg plug, detected prior to use. Dot in the image, segment loosened at ift side, detected during this incoming inspection